Event description:
On (B)(6) 2009, pt reported she has a small air bubble in her infusion cartridge and needs to prime it out as she is afraid she will not be getting her insulin. Assisted pt with priming the air bubble out. Pt reports she was able to put the infusion device in the run mode and attached to her infusion site. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.